Manufacturer narrative:
Title: prospective randomized controlled study for comparison of 2-dimensional versus 3-dimensional laparoscopic distal gastrectomy for gastric adenocarcinoma. Source: surgical endoscopy (2021) 35:934¿940. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a prospective study aimed to compare the perioperative outcomes of patients undergoing two-dimensional (2d) vs. 3d laparoscopic distal gastrectomy (ldg) for gastric cancer between october 2016 and august 2018. It was noted that manual stapler was used to transect the duodenum as well as the proximal stomach. There were 79 patients included in this study and one intra-abdominal infection was noted post-operatively. Relevant treatment and patient outcome were not noted.